Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008: patient presented with the pre-op diagnosis: c5-c6, c6-c7 herniated disk. Patient underwent following procedures: c5-6, c6-7 anterior cervical decompression. With discectomy, bilateral foramonitomies, and osteophytectomies c5-6, c6-7. Anterior cervical arthrodesis c5-6, c6-7 using peek cages, bone morphogenic protein, cancellous allograft. Anterior cervical instrumentation using plate and screws c5-c7. As per op-notes: ¿.. Was able to decompress the spinal cord there and the foramina. I irrigated out the area. I then used a 9 and 8 peek cage at c5-6 and c6-7 respectively. Each were filled with one-eight of a rhbmp-2 sponge and cancellous allograft putty. I then used a 32-mm titanium plate with 14mm screws in c5, c6 and c7. Final tightened down all of the central tightening screws. ¿ patient tolerated the procedure without any complication. Patient tolerated the procedure well without any intraoperative complications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.